Event description:
Clinical rationale: an impella cp device was inserted via the right axillary artery in a 55-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of coronary artery disease and diabetes mellitus. The registered nurse reported that the patient developed a gastrointestinal (gi) bleed. The patient received two units of blood products, and the gi bleed was managed clinically during impella support. The g.I. Bleed was resolved, and the device was implanted a few days later. The patient survived to explant. The reported major bleed requiring blood transfusion is consistent with systemic-anticoagulation¿related complications in the setting of impella support and may also be influenced by the patient¿s underlying critical illness, cardiogenic shock physiology, and comorbid conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.